Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the floor lock linkage required replacement. This caused the table to intermittent unlock resulting in the reported events. The table of subject was installed in 1991 making it approximately 31 years old and is not under steris service agreement; the user facility is responsible for all maintenance activities. The amsco 3080 rl surgical table equipment manual states in the preventative maintenance section, "casters and floor locks. Clean and inspect casters 2x year. Check floor-lock mechanism for proper operation 2x year." The technician performed the necessary repairs, tested the table, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures their 3080 rl surgical table has been intermittently unlocking. User facility personnel relocked the table in each case and the procedures were completed successfully. No report of injury or procedure delay.